Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarms for change battery now multiple times. Customer blood glucose value was unknown. The customer did not assist with troubleshooting. The customer states they change battery but it did not help. The customer states there were no physical damage on insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
After inserting a battery and then a battery simulator into the battery compartment, the unit would display an "insert battery now" message. This is due to a loose and poor contact between the metal sleeve inside the battery compartment and the battery simulator. Unable to perform displacement, sleep current measurement, and active current measurement due to the poor contact.